Event description:
Customer's husband reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was over 500 mg/dl. Customer experienced dry mouth, fatigue, thirsty and vomiting. The paramedics were called and transported customer to hospital. Caller stated that his wife has not felt well for three to four days. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Downloaded history files showed no bolus deliveries between (B)(6) 2014. The device recorded all bolus deliveries during testing. No bolus or history anomaly noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.